Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation bipap autosv device was returned to the third-party service center as part of the recall process with no initial complaint. There was no report of patient harm or injury. The device was evaluated by the service center. The internal part of the device was inspected visually, and foam particles were found. The device has been scrapped.